Event description:
It was reported the pt was shocked by a light bulb outlet. The pt touched the prongs of a flourescent light fixture which reportedly burned his finger. The pt did not seek medical care after the incident. Following the shock, the pt reported a change in their pump therapy effect. The pt experienced increased baseline pain and reportedly "didn't feel right." The pt remained at home in fair status. The pt had an appointment with their hcp the following day. Additional info has been requested.